Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through strykeractive on a mako total hip replacement post, "I have 4 replacements on one hip and still can't walk."